Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a trip, the patient got weak "to the point where he was before he even had medication or the implant." He had to be held up and could not "move himself around or do anything." It was noted that he fell twice. The reporter noted that his legs buckled. His knees buckled and he couldn't get up. It was noted that he was fine the previous day. It was further noted that the patient's wife raised the stimulation up and he "got a little bit better." It was noted that the doctor also raised the stimulation up. The patient was fine thereafter.

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v399857, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v576414, implanted: (B)(6) 2011, product type lead. (B)(4).